Manufacturer narrative:
Mml reference#: (B)(4). Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assembly was returned and evaluated. The reported issue was verified. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead. Updated h6. Correction: (b3) event date: 9/23/2024.

Event description:
It was reported that the patient underwent a revision procedure due to the progression of the right lead's out-of-range/high impedance failure. A new lead was implanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference#: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure due to the progression of the right lead's out-of-range/high impedance failure. A new lead was implanted without complications. There was no report of patient harm or injury.